Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2208704 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) was deployed into the superficial femoral artery, causing no blood flow from the superficial femoral artery to the foot. Surgery was performed that evening and the mynx sealant was successfully removed returning flow to the patients leg. The dr. Placed the sheath in the proximal superficial femoral artery just below the bifurcation. After the procedure, a sheath shot was taken to determine if the vcd could be used. It was determined that the vcd could be used. The staff and dr. Missed a narrowing at the ostia of the superficial femoral artery due to a small vessel that overlapped the ostium of the superficial femoral artery which made it look like the vessel was greater than 5mm in diameter. The mynx control was inserted and when the balloon got to the ostium of the superficial femoral artery it stopped because the ostium was actually only 2-3mm in diameter. Nothing was being visualized by fluoroscopy at the time. The dr. And staff were unaware of this and thought the balloon was at the arteriotomy. When the balloon stopped at the ostium the tension indicator rolled into the fire position and the dr. Deployed the mynx in the artery. A few hours later the patient had no flow from the superficial femoral artery to the foot. It was determined that the patient would best be served by sending her to surgery. The deployer was certified in the use of the mynx device. The procedure used a retrograde approach. The device was stored and prepped according to the instructions for use. The device was used with a 6f-non-cordis sheath. There were no sheath exchanges. There was no vessel tortuosity. The patient was discharged from the hospital on (B)(6) 2022. The device is not available for evaluation.

Manufacturer narrative:
As reported, a 6/7f mynx control vascular closure device (vcd) was deployed into the superficial femoral artery, causing no blood flow from the superficial femoral artery to the foot. Surgery was performed that evening and the mynx sealant was successfully removed returning flow to the patients leg. The dr. Placed the sheath in the proximal superficial femoral artery just below the bifurcation. After the procedure, a sheath shot was taken to determine if the vcd could be used. It was determined that the vcd could be used. The staff and dr. Missed a narrowing at the ostia of the superficial femoral artery due to a small vessel that overlapped the ostium of the superficial femoral artery which made it look like the vessel was greater than 5mm in diameter. The mynx control was inserted and when the balloon got to the ostium of the superficial femoral artery it stopped because the ostium was actually only 2-3mm in diameter. Nothing was being visualized by fluoroscopy at the time. The dr. And staff were unaware of this and thought the balloon was at the arteriotomy. When the balloon stopped at the ostium the tension indicator rolled into the fire position and the dr. Deployed the mynx in the artery. A few hours later the patient had no flow from the superficial femoral artery to the foot. It was determined that the patient would best be served by sending her to surgery. The deployer was certified in the use of the mynx device. The procedure used a retrograde approach. The device was stored and prepped according to the instructions for use. The device was used with a 6f-non-cordis sheath. There were no sheath exchanges. There was no vessel tortuosity. The patient was discharged from the hospital on (B)(6) 2022. The product was not returned for analysis. A product history record (phr) review of lot f2208704 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿inaccurate placement (intravascular)¿ and ¿occlusion¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported events could not be conclusively determined. Based on the information provided it is impossible to determine what factors may have contributed to the reported events. According to the instructions for use which is not intended as a mitigation of risk, ¿in addition to the complications noted in the mynx clinical trial, the following potential complications, which may be related to the endovascular procedure or the vascular closure, may occur: allergic reaction, ecchymosis, superficial vein thrombosis, foreign body/local reaction, retroperitoneal bleed, vessel occlusion, pulmonary embolism, or death.¿ neither the phr review nor the information provided suggests that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) was deployed into the superficial femoral artery, causing no blood flow from the superficial femoral artery to the foot. Surgery was performed that evening and the mynx sealant was successfully removed returning flow to the patients leg. The dr. Placed the sheath in the proximal superficial femoral artery just below the bifurcation. After the procedure, a sheath shot was taken to determine if the vcd could be used. It was determined that the vcd could be used. The staff and dr. Missed a narrowing at the ostia of the superficial femoral artery due to a small vessel that overlapped the ostium of the superficial femoral artery which made it look like the vessel was greater than 5mm in diameter. The mynx control was inserted and when the balloon got to the ostium of the superficial femoral artery it stopped because the ostium was actually only 2-3mm in diameter. Nothing was being visualized by fluoroscopy at the time. The dr. And staff were unaware of this and thought the balloon was at the arteriotomy. When the balloon stopped at the ostium the tension indicator rolled into the fire position and the dr. Deployed the mynx in the artery. A few hours later the patient had no flow from the superficial femoral artery to the foot. It was determined that the patient would best be served by sending her to surgery. The deployer was certified in the use of the mynx device. The procedure used a retrograde approach. The device was stored and prepped according to the instructions for use. The device was used with a 6f-non-cordis sheath. There were no sheath exchanges. There was no vessel tortuosity. The patient was discharged from the hospital on (B)(6) 2022. The device is not available for evaluation.